Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and genital haemorrhage ('heavy bleeding') in a 34-year-old female patient who had essure (batch no: 863675 notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not under go essure confirmation test.". The patient's medical history included drug allergy, uterine fibroids, pelvic pain and obesity. Previously administered products included for an unreported indication: loestrin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression,") and fatigue ("fatigue,") and was found to have heart rate increased ("psychological or psychiatric problems condition: rapid heartrate"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), amnesia ("memory loss"), disturbance in attention ("concentration problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy including removal of essure coils.). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, depression, migraine, headache, amnesia, weight increased and alopecia outcome was unknown and the dysmenorrhoea, anxiety, heart rate increased, fatigue and disturbance in attention was resolving. The reporter considered alopecia, amnesia, anxiety, depression, disturbance in attention, dysmenorrhoea, fatigue, genital haemorrhage, headache, heart rate increased, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: there are 2 loops of coil trailing on the right. On the left side the device is placed and 6 loops of coil trail. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Pathology test: on an unknown date: diagnosis. Uterus, cervix and bilateral fallopian tubes: diffuse adenomyosis. Leiomyomata uteri. Secretory-phase endometrium. Nabothian cyst, cervix. Histologically unremarkable bilateral fallopian tubes. Bilateral essure coils. Clinical information: pelvic pain and vaginal bleeding specimen source: uterus, cervix, bilateral fallopian tubes. Gross description: the uterus including cervix is 9.8 x 7.2 x 5.3 cm. The uterine serosa is pink, smooth and glistening. The ectocervical tissue is tan, finely wrinkled, and occupies a 2.2 x 2.3 cm area. The externa os is oval, patent, and 0.7 cm in diameter. The endocervical canal is patent and the cervical mucosa is grossly unremarkable. The triangular endometrial cavity is 5.2 cm long, 4.6 cm wide. The endometrium is finely folded, tan-red, and 0.1 cm thick. The pink, rubbery myometrium is up to 3.2 cm thick and contains two circumscribed nodules with a whorled, gray cut surfaces that are 0.9 and 2.3 cm. Also seen are islands of tan tissue that coalesce into mass-like structures that are up to 4.2 cm. The right fimbriated fallopian tube is 7.2 cm long, 0.8 cm in diameter and has a patent lumen. The left fimbriated fallopian tube is 8.7 cm long, 0.8 cm in diameter and has a patent lumen. Ultrasound scan: on an unknown date: essure coils were in place and she did have several small fibroids measuring about 2 cm each. There were 3 of them. Her lining of the endometrium was slightly thickened. The adnexa were normal. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as vaginal bleeding, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received: newly added events- bleeding genital, outcome of the previously reported event dysmenorrhea, heart rate high, anxiety, fatigue, concentration problems were updated. Reporter was added, consumer weight was added, medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 34-year-old female patient who had essure (batch no. 863675 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not under go essure confirmation test.". The patient's medical history included drug allergy, uterine fibroids and pelvic pain. Previously administered products included for an unreported indication: loestrin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression,") and fatigue ("fatigue,") and was found to have heart rate increased ("psychological or psychiatric problems condition: rapid heartrate"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), amnesia ("memory loss"), disturbance in attention ("concentration problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy including removal of essure coils.). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, anxiety, heart rate increased, depression, migraine, headache, fatigue, amnesia, disturbance in attention, weight increased and alopecia outcome was unknown. The reporter considered alopecia, amnesia, anxiety, depression, disturbance in attention, dysmenorrhoea, fatigue, headache, heart rate increased, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: there are 2 loops of coil trailing on the right. On the left side the device is placed and 6 loops of coil trail diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis uterus, cervix and bilateral fallopian tubes: diffuse adenomyosis. Leiomyomata uteri. Secretory-phase endometrium. Nabothian cyst, cervix. Histologically unremarkable bilateral fallopian tubes. Bilateral essure coils. Clinical information: pelvic pain and vaginal bleeding specimen source- uterus, cervix, bilateral fallopian tubes. Gross description: the uterus including cervix is 9.8 x 7.2 x 5.3 cm. The uterine serosa is pink, smooth and glistening. The ectocervical tissue is tan, finely wrinkled, and occupies a 2.2 x 2.3 cm area. The externa os is oval, patent, and 0.7 cm in diameter. The endocervical canal is patent and the cervical mucosa is grossly unremarkable. The triangular endometrial cavity is 5.2 cm long, 4.6 cm wide. The endometrium is finely folded, tan-red, and 0.1 cm thick. The pink, rubbery myometrium is up to 3.2 cm thick and contains two circumscribed nodules with a whorled, gray cut surfaces that are 0.9 and 2.3 cm. Also seen are islands of tan tissue that coalesce into mass-like structures that are up to 4.2 cm. The right fimbriated fallopian tube is 7.2 cm long, 0.8 cm in diameter and has a patent lumen. The left fimbriated fallopian tube is 8.7 cm long, 0.8 cm in diameter and has a patent lumen. Ultrasound scan - on an unknown date: essure coils were in place and she did have several small fibroids measuring about 2 cm each. There were 3 of them. Her lining of the endometrium was slightly thickened. The adnexa were normal.. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as vaginal bleeding, menorrhagia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a (B)(6) year-old female patient who had essure (batch no. 863675) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not under go essure confirmation test." The patient's medical history included drug allergy, uterine fibroids and pelvic pain. Previously administered products included for an unreported indication: loestrin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression,") and fatigue ("fatigue,") and was found to have heart rate increased ("psychological or psychiatric problems condition: rapid heartrate"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), amnesia ("memory loss"), disturbance in attention ("concentration problems") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy including removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, anxiety, heart rate increased, depression, migraine, headache, fatigue, amnesia, disturbance in attention, weight increased and alopecia outcome was unknown. The reporter considered alopecia, amnesia, anxiety, depression, disturbance in attention, dysmenorrhoea, fatigue, headache, heart rate increased, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: there are 2 loops of coil trailing on the right. On the left side the device is placed and 6 loops of coil trail. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis. Uterus, cervix and bilateral fallopian tubes: diffuse adenomyosis. Leiomyomata uteri. Secretory-phase endometrium. Nabothian cyst, cervix. Histologically unremarkable bilateral fallopian tubes. Bilateral essure coils. Clinical information: pelvic pain and vaginal bleeding. Specimen source- uterus, cervix, bilateral fallopian tubes. Gross description: the uterus including cervix is 9.8 x 7.2 x 5.3 cm. The uterine serosa is pink, smooth and glistening. The ectocervical tissue is tan, finely wrinkled, and occupies a 2.2 x 2.3 cm area. The externa os is oval, patent, and 0.7 cm in diameter. The endocervical canal is patent and the cervical mucosa is grossly unremarkable. The triangular endometrial cavity is 5.2 cm long, 4.6 cm wide. The endometrium is finely folded, tan-red, and 0.1 cm thick. The pink, rubbery myometrium is up to 3.2 cm thick and contains two circumscribed nodules with a whorled, gray cut surfaces that are 0.9 and 2.3 cm. Also seen are islands of tan tissue that coalesce into mass-like structures that are up to 4.2 cm. The right fimbriated fallopian tube is 7.2 cm long, 0.8 cm in diameter and has a patent lumen. The left fimbriated fallopian tube is 8.7 cm long, 0.8 cm in diameter and has a patent lumen. Ultrasound scan - on an unknown date: essure coils were in place and she did have several small fibroids measuring about 2 cm each. There were 3 of them. Her lining of the endometrium was slightly thickened. The adnexa were normal. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as vaginal bleeding, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received: events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety/rapid heart rate/depression, migraines / headaches,did not under go essure confirmation test, fatigue, weight gain, memory loss/concentration problems, hair loss were added. Medical history, lab data, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.